Manufacturer narrative:
(B)(4). Investigation summary: part of one used primary set, model 11532269 lot 20115576, was received by the customer for investigation with a stopcock attached to the bottom male luer. Upon visual inspection, it could be observed that the filter had disconnected from the tubing. The expected top part of the set was not received. No other defects were observed. A device history record review for model 11532269 lot number 20115576 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 18nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Investigation conclusion: the customer's complaint that tubing disconnected from the in-line filter was verified. Root cause description: visual inspection under magnification was performed on the filter to tubing connection. It could be identified that the solvent was present, indicating that solvent was applied to the tubing during the assembly process. Since the separated tubing was not returned, and cannot be investigated, the root cause is unable to be determined. Rationale: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as lvp 20d low sorb 2ss 0.2m cv tubing disconnected from the in-line filter during use. The following information was provided by the initial reporter: "we experienced a fracture today in which the tubing disconnected from the in-line filter with no pulling or other force placed on it. The product is 318cm with a 0.2 micronfilter; alaris reference 11532269. We believe it¿s from lot # (10)20115576 with an expiration of 2023-11-18."